Manufacturer narrative:
Device was returned for evaluation. Per the manufacturer's evaluation findings: per the testing results, no link could be made to the patient infections and any persistent microbial growth (i.e. Biofilm) could not be identified. It was found the shaft is crushed 48 mm from shaft adapter and the vertebrae system is crushed 30 mm from distal tip. Unable to confirm customer's complaint.

Event description:
The flexible cystoscope was used in 4 cases and the clinic reports 2 patients contracted an infection. This report is for the second of the two cases. Report #1221826-2020-00059 was previously submitted for one of the two cases.